Event description:
It was reported by the rep that the (1) tsw35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that during the second firing of the endocutter the instrument locked out. The surgeon did perform the full firing cycle. The case completed with a second device and with no consequence to the patient.